Event description:
It was reported that a patient fell with an open wound at implant site. After the fall, an infection developed at the wound site. As a result of the infection, the patient had to have the device and the leads explanted. The explant was done on (B)(6) 2014. The health care provider (hcp) indicated that the injury was not related to the device, therapy, or implant procedure. The patient symptom was a 1mm opening at the implant site. The issue was resolved with sequela, with the sequela being that the patient required surgery. Additional information has been requested. A follow up report will be submitted when more information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an infection at open wound that developed over implant site due to fall. The outcome was resolved without sequelae. The device was explanted and the patient was given antibiotics including keflex and bactrim. Lab work was done and the cultures were negative. The fall was not related to the device or therapy or implant procedure. Symptoms include redness and pus drainage.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v933650, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).